Manufacturer narrative:
Section information references the main component of the system and other applicable components are: product ID: neu_recharger_acc, serial# unknown, product type: recharger.

Event description:
A patient reported via manufacturer representative that they have experienced a burn from their implantable neurostimulator recharger (insr). It was reported that the patient was required to wear an abdominal binder and when they put the insr antenna under the binder, the insr burned them. The patient reported that the burn was over their implantable neurostimulator (ins) pocket. It was noted that the burn occurred 12 days prior to the date of this report. The manufacturer representative also reported that they couldn't communicate with the patient's battery using the clinician programmer 8840 on the date of this report. The patient didn't bring their insr with them and the manufacturer representative didn't have any other devices to communicate with the patient's ins. It was recommended that the patient schedule another office visit and bring their insr with them

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the consumer called them and wanted them to know they didn¿t have the manufacturer¿s system. The consumer was mistaken because their original system was the manufacturers. The consumer was going to work with the company of their implanted system to help with recharging and the inability to communicate, but the inability of the manufacturer¿s external equipment to communicate with the implanted system was now explained.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.